Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported the customer (a child of nine years) experienced both an allergic skin reaction and an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date, four days after insertion, the sensor fell off and the caller noticed the skin where it had been attached was ¿bubbly, nasty, red, angry and oozing pus¿. Customer was initially taken to her general practitioner who advised to let the skin ¿air dry¿. When the reaction did not resolve the child was referred to a pediatrician, admitted to a hospital and diagnosed with a cellulitis. Customer was prescribed an unspecified ¿heavy¿ antibiotic. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s mother reported the customer (a child of nine years) experienced both an allergic skin reaction and an infection while wearing an adc freestyle libre sensor. It was further reported that on an unspecified date, four days after insertion, the sensor fell off and the caller noticed the skin where it had been attached was ¿bubbly, nasty, red, angry and oozing pus¿. Customer was initially taken to her general practitioner who advised to let the skin ¿air dry¿. When the reaction did not resolve the child was referred to a pediatrician, admitted to a hospital and diagnosed with a cellulitis. Customer was prescribed an unspecified ¿heavy¿ antibiotic. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensors, there were no confirmed complaints. There were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.